Event description:
On (B)(6) 2012, the patient reported that he has been having erratic blood glucose levels. His normal range is 80-140 mg/dl. He had been getting readings from 200-300 mg/dl and his doctor adjusted the basal rate on his infusion device to bring those levels down. After that, the patient began having readings around 60 mg/dl. The patient has been able to correct both the elevated and low blood glucose levels by himself. His doctor stated that the infusion device is not working. The infusion device has not displayed any error or alert messages. The issue with the erratic blood glucose levels has been going on for a couple months. The patient was advised to switch to his backup infusion device. Follow-up with the patient revealed that after being on the backup infusion device, the patient's blood glucose levels have been 80-140 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.